Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2015-08778. It was reported that the rotaburr became stuck on the rotawire. A 1.50mm rotalink plus and 325cm rotawire was used to treat the severely calcified target lesion. During procedure, it was noted that he rotaburr got stuck on the rotawire. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation connected together. A guidewire was returned running through the rotablator device. The rotawire was kinked throughout the device. A visual examination of the device observed no damage on the deice. The burr was microscopically examined and noted that the annulus was blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08778. It was reported that the rotaburr became stuck on the rotawire. A 1.50mm rotalink¿ plus and 325cm rotawire¿ was used to treat the severely calcified target lesion. During procedure, it was noted that he rotaburr got stuck on the rotawire. The procedure was completed with another with the same device. No patient complications reported and patient's condition is good.